Event description:
The procedure was a laparoscopic cholecystectomy. Reportedly, the two plastic inserts at the distal end of the instrument disengaged in the pt's abdomen. Only one of the two pieces was found and removed. The other piece remains in the abdomen of the pt, it could not be found.